Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. Investigation of the fluid path and needle mechanism did not find any damages or abnormalities that could cause the dislodging of the cannula. Therefore, a root cause could not be determined for the reported dislodging. Additionally, the adhesive pad and welds were inspected and no abnormalities were observed. Although the investigation did not find any evidence of damage, the reported adhesive issue could not be determined. Furthermore, investigation of the cannula assembly did not find any damages or abnormalities that could result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Cracks were observed on the top housing of the returned device. However, the cracks did not affect the functionality of the device.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 369 mg/dl while wearing the pod between 24 and 36 hours. The patient reports the pod failed to adhere and the cannula had become dislodged at the pod infusion site, (hip/buttocks). In addition the pod was leaking during wear. As treatment, the patient applied a new pod.